Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that drawer 2¿2 had failed on the unit and lacked recovery storage space. The station exhibited a phantom drawer failure. A field service engineer created a true failure by manually releasing the drawer, after which the customer was able to perform the recovery successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that while using the bd pyxis¿ medstation¿ es, the drawer became jammed due to a hardware failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, no adverse events or injuries were reported as a result of this incident.